Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The q1 current-controlling transistor and u13 cmos flash microcontroller on the bedside pca were shorted. In addition, the battery pca was contaminated. The root cause for the shorted q1 and u13 components could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.